Manufacturer narrative:
(B)(4). Inspection of the returned device indicated that both cuffs successfully captured the needles during needle deployment; however, during the needle plunger retraction, the anterior cuff became detached from its needle tip as evidenced by damaged anterior needle barb. Also, the link was pulled from the swage end of the posterior cuff. Anterior cuff detachment and link pull could appear very similar to the reported suture break while retracting the needle plunger. Cuff and link detachment while retracting the needle plunger indicated that there was resistance encountered during the plunger removal process. During testing, the plunger was reinserted and retracted successfully without any observable resistance that could contribute to the anterior cuff and link detachment. Also, there was no damage to the suture to suggest that the suture might have been drug through the device during the suture retrieval process which could create resistance while retracting the needle plunger. No manufacturing or quality deficiency was detected and the cause for the anterior cuff and link detachment could not be determined based on the investigation findings. A review of the product lot history record did not reveal any non-conforming material records associated with this lot.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, when the plunger was pulled out, a suture became hung up and broke. Another proglide was used to achieve hemostasis. There was no adverse patient sequela reported. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event (date was unknown; patient admission reported was (B)(6), 2011) the device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.